Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the snap cap of reservoir was breaking off inside the transfer guard and insulin came out back. The customer blood glucose level was unknown at the time of the incident. Customer stated the location of the leak was at the snap cap and reservoir barrel. The reservoir will be returned for analysis.